Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Manufacturing location: (B)(6). Manufacturing date: 18 june 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery for an intramedullary (im) nailing of left hip on (B)(6) 2017, the trocar and the buttress compression nut were sticking in the aiming arm. The patient was implanted with an 11mm x 125 trochanteric fixation nail-advanced (tfna), 90mm helical blade and a 32mm 5.0mm distal locking screw. The issue with the trocar and compression nut wasn't noticed until the surgeon went to take the devices apart. The surgery was completed successfully and there were no other issues. No surgical delay was reported. Post-operative the devices were tested off the surgical field and it appeared that the buttress/compression nut and trocar will not disconnect without manually unscrewing them to get them out. This is the process that was followed at the end of this procedure. There was no allegation against the aiming arm. Concomitant devices reported: 125 degree aiming arm (part number unknown, lot number unknown, quantity 1). This report is for one (1) buttress/compression nut. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the 03.037.016, lot number 9457870, buttress/compression nut was returned with no defects or malfunctions found. The complaint against the buttress nut is unconfirmed as the device interaction complaint cause is isolated to just the blade/screw guide sleeve. Upon visual inspection there is no evidence that this device contributed to the complaint condition. A visual inspection, functional test, device history record review, and drawing review were performed as part of this investigation. This complaint against the buttress nut was unable to be replicated and is unconfirmed. The buttress nut was able to function as intended on the guide sleeve and aiming arm. The 03.037.016 buttress/compression nut is an instrument routinely used in the tfn advanced system. The assembly is used as a guide to insert helical blade/screw into the bone. During a functional test, the buttress nut was able to function as intended with the returned blade/screw guide sleeve (part 03.037.017 lot 9734876) and a readily available 130 degree aiming arm (part 03.037.013 lot 9621305). This part was manufactured june 18, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.